Event description:
General complaints include contractures, breast discomfort and pain, severe drowsiness, migraines, narcolepsy, low back pain, elevated temperatures, neck pain and stiffness, swelling in elbows, hands, legs and joints, arthralgias, fatigue, upper respiratory infections, thyroiditis, dermatitis, chest pain, hypothyroidism, connective tissue disease, muscle fatigue, arthritis, swelling of hands/fingers, unexplained skin rashes, swollen glands, coldness and pain of extremities, crooked placement of implants, visible implant outlines, hip joint pain, and inactive physically after implants were placed the first time. On 1/29/80 rptr diagnosed with bilateral fibrocystic disease associated with mastodynia and frequent breast biopsies consistent wih fibrocystic disease. Rptr underwent bilateral subcutaneous mastectomy with preservation of the bilateral nipples and areolas with reconstruction of both breasts using gel-filled mammary prosthesis. On 9/23/81, rptr diagnosed with deformities of chest and breast due to scar contractures and obliteration of breast space at inferior portion of the chest. Rptr underwent excision of scars, release of contracture and enlargement of the pocket. Right prosthesis was removed and reinserted. Same technique and maneuver was carried out on the left. On 5/28/91, rptr diagnosed with complications due to internal prosthetic device, systemic lupus, cholecystitis, and unspecified acquired hypothyroidism. Rptr underwent removal of prosthesis and replacement using another co's 325 cc saline-filled prosthesis which was filled with 340 cc. Rptr also had laparoscopic cholecystectomy at this time.